Manufacturer narrative:
(B)(4). D10: medical product: vngd cr tib brg 16x63/67: catalog#183426, lot#166860; unknown vanguard tibial tray: catalog#ni, lot#ni. G2: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated report: 0001825034-2023-02666. Diligence is in process to determine whether the product is available for evaluation. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient presented with instability and a valgus deformity in the knee. Subsequently, a revision surgery was performed. During the surgery it was noted that the tibial component was slightly rotated and the inlay was sheared off at the posterior wall however the tibial and femoral components were free of visible deformities and were left intact. The surgeon replaced the articular surface with a thicker, anterior-stabilizing inlay to support and increase the patient's ligament tension. Due diligence is in progress for this event; to date no further information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The patient did not consent for evaluation of the explanted device. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presents with knee instability, valgus leg deformity visible on exam; ¿when the inlay is removed, it is found that the posterior wall has been sheared laterally.¿ poly fragments removed with suction and forceps; surgeon states patient¿s morbid obesity, pcl insufficiency, and possible incorrect rotation of the tibial component could be contributing factors. Radiographs were provided but not reviewed as the x-rays provided were taken post-revision, therefore the review would not enhance the investigation. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.